Event description:
Account reports receiving erratic sodium recovery. Only the following pt example was provided. Initial result gave 129.5 mmol/l; repeat gave 136.5 mmol/l. Initial result was not reported. The field svc rep determined the cause for the discrepant results was due to a problem with the ise tubing, and replaced tubing. Performance tests were performed and within spec.